Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp (erc). The incident occurred in the united kingdom. Livanova initiated an investigation. Through follow-up communication it was learned that the clamp icons disappeared mid case/procedure and then provided the ¿arterial clamp defective¿ alarm within the control panel area of the s5 heart-lung machine. The clamp icons then returned to the display and the alarm cleared and normal operation resumed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electrical remote-controlled tubing clamp (erc) which disappeared momentarily on the centrifugal pump display. The event occurred during procedure. There was no patient involvement.